Event description:
It was reported that the ventilator¿s touchscreen was not working. Reportedly, it would also not hold a calibration. There was no patient involvement. The customer was provided with part number for the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.